Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon fired the clip applier the first time to ligate the cystic. The surgeon noticed that the clip deployed and the legs scissored. The second clip had the same affect. Every clip thereafter formed properly. The surgeon completed the case with the clip applier. There was no consequence to the pt.